Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician had an issue with the cook stent curling unto itself. The physician provided a picture of the stent and it is clearly knotted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
This stent was observed to be knotted when it was removed from the patient in the doctors office.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation. One photograph was provided. Without the complaint device, a physical investigation was not able to be completed. No lot number was provided so additional product of the same lot could not be pulled from stock for analysis. The investigation included a review of the instructions for use and quality control data. There was no part number provided. A photo of the device was provided and it appears to match the universa firm stent sets (ufh) product family. A further study of drawings in the product family indicate this product is not a multi-length product. A search was carried out for universa firm stents purchased by this facility. From 01jan2015 to 06may2018, the facility purchased 629 ufh stents consisting of multiple part numbers. A review of the device history record could not be performed as the part number and lot number of the device was not provided. A search for additional complaints on the same lot also could not be carried out without the device lot number. The instructions for use (IFU) provides the following suggested instructions for using universa stent set endoscopic placement. 4. Watch for the distal end of the stent at the ureterovesical junction. At that point, halt advancement of the stent. As an assistant removes the wire guide, hold the stent in position with the positioner. The stent pigtail will form spontaneously. Carefully remove the positioner from the cystoscope. A review of customer complaints from 01jan2015 to 06may2017 indicated this was the only reported ufh non-multi-length stent to have had knotting occur. It is believed the tip of the complaint device may have dug into tissue due to the blood observed in the picture provided by the customer. The IFU states as part of the endoscopic placement steps that a pig tail will form spontaneously as the wire guide is removed. It is not known if the pigtail was observed to have formed during placement. Based on the available information the cause of the knotted stent is unable to be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.